Manufacturer narrative:
The customer checked both measuring cells and had comparable results on the e 601 module. The e 601 module results were still higher than the e 411 results. The field service engineer performed system cleanings and checks. He verified how the customer stores and prepares control and calibrator material. He confirmed the calibrator and control results were the same. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ft3 iii results for one patient tested on a cobas e 601 module. The reporter stated the issue occurred in (B)(6) 2021, the specific date in august is unknown. Prior to patient testing, the customer confirmed the ft3 qc results were within the acceptable range. The ft3 result on the e 601 module was reported outside the laboratory. The customer performed repeat testing with the sample on a cobas e 411 immunoassay analyzer. The patient's ft3 result on the e 601 module was 3.12 pg/ml. The patient's ft3 result on the e 411 was 2.3 pg/ml. The customer determined the ft3 result on the e 411 was correct. The ft3 reagent lot number was 547180 with an expiration date of (B)(6) 2022.

Manufacturer narrative:
The customer confirmed no further information could be obtained for this sample. No further issues were reported by the customer. Based on the provided information, the investigation did not identify a product problem. The cause of the event could not be determined.